Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon 286.3 g via an implantable pump for spastic paralysis. It was reported that there was a pump inversion. Refilling could not be performed, so images were reviewed and pump rotation was suspected. Confirmation and, if necessary, corrective laparotomy were performed. On (B)(6), surgery was conducted, and rotation was confirmed. Although silk thread remained on the pump¿s suture loop, all fixation points had come undone, and the pump had rotated multiple times, resulting in a twisted catheter. During the process of untwisting, the base of the pump connector became detached, so the tip of the pump-side catheter was replaced. The pump was then fixed in 3 locations in its correct position and the incision was closed. The attending physician commented that as silk thread remained on the pump side, it is believed that fixation had been achieved; however, at present, there was no fixation at all, and the pump appeared to have rotated several times. The loss of fixation was identified as the cause, and it is thought that rotation occurred because the patient had a relatively high amount of abdominal fat.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that there were no related health injury occurred related to the pump flipping, inability to refill, twisted catheter and base of the pump connector becoming detached. The serial/lot number of the catheter and pump were under confirmation and would be updated once a response was obtained. As the refill was not possible, imaging was checked and a pump inversion was suspected. Therefore, open surgery was performed for repair. During the surgery, pump inversion and catheter twisting were confirmed, so the pump position was corrected. At that time, the pump connector base became disconnected, so the pump-side catheter was replaced. The pump-side catheter was replaced with a substitute and the original was discarded. The spinal-side was still in use. Additional information received indicated the serial number of both the catheter and the pump.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), explanted: (B)(6) 2025, product type: catheter. UDI: (B)(4); ubd: 2021-sep-27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.